Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the foot end brake/steer linkage was broken. The technician used a brake/steer upgrade kit to repair the stretcher.